Event description:
Catheter was handed from the scrub tech to the md from sterile package. When the md was assessing the device prior to placing in patient he realized that it was broken, and he removed it from circulation. The catheter never reached the patient.